Manufacturer narrative:
New information was received on february 20th, 2018 from the investigation. Due the product not setting up normally due the insertion location, an additional resection was made in order to delivery the product to the affected site, which was an unanticipated event that had impact to the patient. The medical professional confirmed no harm or injury to the patient as a result of the event, and the surgery was successfully completed.

Event description:
Bsm mix did not set up.